Event description:
The attorney for urgent medical care center rec'd a telephone call from a pt's attorney claiming that the pt developed a blood clot in her leg allegedly after wearing a 1305 neoprene knee sleeve.